Event description:
The rptr indicated that the pt received a shock while resting near a retail store security system. The pt moved away from the security system & no further shocks ensued. The chronolog record confirms noise sensing resulting in fib detect & therapy delivery. Further testing confirmed nominal device function with respect to pacing, sensing, & impedances.